Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 to 600 mg/dl at the time of the call. The customer stated that they treated their blood glucose with insulin shots. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer did not want to send the reservoir back for analysis. The customer wanted their insulin pump replaced because they no longer felt comfortable with their device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.